Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review could not be performed, as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The vacora biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling, and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, two probes jammed on the first pass and no samples were collected. Patient was sent to the imaging department to have the procedure completed. There was no patient injury reported. On (B)(6) 2013 received additional information clarifying that two probes were used during the same procedure, no samples were collected and the patient was sent to the imaging department to have the procedure finished.